Event description:
It was reported to boston scientific corporation that after deploying a wallstent enteral endoprosthesis in the duodenum of a male patient, the physician noted that the edge of the stent became unraveled. Reportedly, the physician elected to withdraw the stent and complete the procedure with another wallstent endoprosthesis device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed; the cause of the reported malfunction has not been determined.